Manufacturer narrative:
Visual inspection: slight evidence of blood, no evidence of clinical use. Device was returned inside the loader. Seal was deformed and slightly displaced by the ends of the tension spring. Seal was delaminated at the third coil from outside and remained inside the loader. Tension spring remained partially within the delivery tube. A supplemental report will be submitted when the evaluation is completed in its entirety. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).

Event description:
The hospital reported that during a coronar artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.